Event description:
It was reported that four years post port device placement in the left internal jugular vein and upon a CT examination, contrast medium leak was allegedly noted in a subcutaneous tunnel. The device was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter leak and the identified fracture, wear and deformation issues, as a circumferential split was noted approximately 5.9 cm from the distal end of the cath-lock. The edges of the circumferential split were noted to be rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years post port placement in the left internal jugular vein, contrast medium leak was allegedly noted in a subcutaneous tunnel upon a CT examination. The device was removed and the procedure was completed using another device. There was no reported patient injury.